Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and the battery compartment was observed to be cracked from the threads to the case seal. The pump was powered on and the display screen was observed to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a cracked battery compartment and a faded discolored display screen. This report is made based on the results of evaluation.